Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. The ventilator was returned to the manufacturer and the customer's allegation was confirmed. The device's blower motor was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.